Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortious and severely calcified left superficial femoral artery. A 1.5mm x 20mm x 143mm coyote es balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure ws completed with another of same device. No patient complications were reported.